Event description:
A peritoneal dialysis (pd) patient contacted fresenius customer service to report he had an allergic reaction to the 2" paper tape last week. The adhesive was too strong on his skin. When he removed it he felt as if he was pulling his skin apart. The site was very itchy afterwards. It cleared up once he stopped using the tape. No pickup is needed. The patient involvement is unknown.